Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the surgeon pulled on an unspecified vessel inadvertently that caused excessive bleeding. It is unknown what surgical task the surgeon was attempting to perform when the intra-operative complication occurred and what instruments/accessories were involved. The procedure was converted to open to control the bleeding. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: there was no issue with the instruments during the procedure. The surgeon stated that the issue was due to "tissue and operator issues." Isi made multiple follow-up attempts to obtain additional information from the surgeon, robotic coordinator and operating room manager. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is most likely due to patient anatomical issues and use error as stated by the surgeon. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. The logs were reviewed by an isi advanced failure analysis engineer and the following findings were obtained: the logs do not show any errors related to stapler and vessel sealer extend usage. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon pulled on a vessel inadvertently which caused excessive bleeding. As a result, the procedure was converted to open to contain the bleeding. Although the surgeon indicated that there was no instrument issue and the event was due to the patient's tissue and "operator issues," the cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument or accessory occurred during the procedure or that the da vinci surgical system contributed to the vessel injury.